Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. What is the lot number? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? 7. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The open applicator part of the 10ml kit, they were trying to twist off the gray knob to attach the applicator, they were so tight they couldn't get them off. They had tried using several types of gripping tools and nothing could get them off. Opened another and the same issued occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with one luer lock broken and without the airless spray tip. In addition, the syringe holder with pre-filled syringe fill. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information: lnstituto grifols, s.a. Upon the reception of the notified incident, it was requested additional information such as the experience of the user with the product, if any leakage observed at the connection, as well as the availability of pictures/samples. The following additional information was received: ¿ the user has experience with the product. ¿ no leakage was observed. ¿ the device was returned for evaluation to ethicon facilities. According to our standard procedures, it was initiated an investigation focused on the following: a. Evaluation of the returned sample at ethicon facilities: it was received from ethicon the investigation related to the returned unit. The investigation conducted by ethicon indicated the following: visual analysis of the returned sample determined that the dual applicator device was returned with one luer lock broken and without the airless spray tip. In addition, the syringe holder with the pre- filled syringes fill. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon investigation the event reported is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. B. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batches of tips involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. C. Results of quality control performed at ig facilities. (B)(4) reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batches, a04j040621 and b04h172361, was performed. The results were found correct within specifications and no deviations were detected. Based on the investigation performed and the evaluation of the returned device, it is concluded that the reported notification is not related to the quality of the product or any of the related components. One possible cause for the damage found on the adapter may be excessive external load placed on the device. We would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, several times. 2. How many times have they applied the laparoscopic tip? Several times. 3. Was a sales representative present during the case when the issue was experienced? No. 4. What is the lot number? Provided already and box mailed back. 5. Was any leakage or product solution observed at the luer locks connection? No. 6. Were there any unexpected outcomes or complications as a result of the event? No. 7. Are there pictures of the damaged device available? Already mailed. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d9. Device available for evaluation? H6. Medical device problem code. Additional information: d 9. Date device returned to manufacturer, d 9. Date device returned to manufacturer, h 6. Medical device problem code, h 6. Medical device problem code, h 6. Investigation findings, h 6. Investigation findings. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3369613, 3368932. H6 component code: g07002 - pending evaluation of returned device. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, several times. 2. How many times have they applied the laparoscopic tip? Several times. 3. Was a sales representative present during the case when the issue was experienced? No. 4. What is the lot number? Provided already and box mailed back. 5. Was any leakage or product solution observed at the luer locks connection? No. 6. Were there any unexpected outcomes or complications as a result of the event? No. 7. Are there pictures of the damaged device available? Already mailed. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3368932 mfg date: 5/28/2023, exp date: 5/29/2028. Batch 3369613 mfg date: 6/4/2023, exp date: 6/4/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.